Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to infection; underwent washout and liner exchange only. (B)(6).